Event description:
Upon inspection and testing of the customer returned device, foreign material was found adhered to the auxiliary water channel. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's reported issue was confirmed, there was an e216 error which resulted in no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that white crystalized foreign material was adhered to the auxiliary water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is likely reprocessing steps were not fully performed at the user facility due to the discovered leak at the universal cord. The instructions for use (IFU) states to contact olympus in case leakage is detected. Therefore, abandoning reprocessing due to leakage is not deviation from the IFU. The following information pertains to this event: reprocessing manual- leakage testing of the endoscope "perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported error code e, an unidentifiable error code (e) for evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event. Additional details have been requested regarding the reported issue. At this time, no additional information has been received.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a whitish crystal foreign material was found in the auxiliary channel. The following additional findings were also noted: no image, assorted scratches and wear, discoloration on the suction cylinder, corrosion on the plug unit and cable unit due to water leakage, the play of up/down knob is out of standard value due to wear of angle wire, scratch on the objective lens and water tightness loss due to deformation of universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.